Event description:
Advanced bionics ultra v1 device was released in 2019 and the manufacturer issued a stop ship shortly thereafter. At our hospital we had 18 devices implanted prior to the stop ship, and as of today 9 of those have failed and required revision. Reference reports: mw5153763, mw5153764, mw5153765, mw5153766, mw5153768, mw5153769, mw5153770, mw5153771.